Manufacturer narrative:
An event for patient effects of heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The investigation was unable to determined the cause for the reported heart block. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 25mm navitor vison valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels (act) were 273s and heparin was given. A pre-implant balloon valvuloplasty done with non-abbott balloon. The patient developed a complete heart block and the valve was successfully implanted. A dual chambered pacemaker was implanted on the same day.